Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: logs were reviewed from 5/21/2020 to 6/7/2020. A total of 2 low events were detected within the specified date and time range. A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The results of the investigation for each event are included below. Continuous glucose monitor (cgm) values of 40 to 51 mg/dl were recorded at 4:38:07 pm to 5:08:07 pm on (B)(6) 2020. ¿ a cgm alert 1 (cgm low alert) for a reading of 40 was enunciated at 4:38:07 pm on (B)(6)2020. The user received the following automatic bolus(es) per the user¿s personal profile: time: 12:34:58 pm date: (B)(6) 2020 size: 0.96 iob: 0.36 the cause of the low bg could not be determined based on the review conducted. Blood glucose (bg) of 30 mg/dl was entered into the pump by the user on 6/5/2020 at 6:59:52 pm. Continuous glucose monitor (cgm) value of "low" (indicating below 40 mg/dl) mg/dl was recorded at 7:03:08 pm to 7:18:07 pm on (B)(6) 2020. ¿ a cgm alert 1 (cgm low alert) for a reading of 39 was enunciated at 7:03:08 pm on (B)(6)2020. The cause of the low bg could not be determined based on the review conducted. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 40-70 mg/dl; cause was not known. Customer consumed glucose tablets to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.